Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this device is returned its hybrid analyzed directly.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed rapid battery depletion on their right ventricle leadless pacemaker (rvlp). Programming changes were performed to resolve the issue; the device will continue to be monitored. The patient was stable before, during, and after the changes.